Manufacturer narrative:
Evaluation results: air was introduced into the balloon and the balloon leaks and will not hold volume. Colored water was then introduced into the balloon and it is noted that there is delamination of the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there is a kink in the bellows and another subtle kink approx. 12" from the distal tip. These kinks do not affect the way the device functions. There are no other defects detected. There is a noticeable increase in the force required to insert a dry balloon through the introducer as compared to introducing a balloon that has been wetted prior to insertion. This potentially could contribute to delamination. A review of post-sterile test data demonstrates that it requires an inflation volume of 26ml. Minimum to cause balloon joint to delaminate. However, root cause of the reported event could not be determined. A device history record review was performed for lot 763125 and this device passed all inspections with no nonconformances. We will continue to monitor trends on an ongoing basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the endoplege balloon deflated when it was put in the patient. It was prepped ok but once put in the patient it deflated and the customer had to replace it with a new one. No patient injury reported.